Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on the quality assurance assessment, the product met specifications at the time of release. This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. No leakage was observed on the blue luer connection and the sample was able to reach maximum vacuum with no issues. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that when they switched to irrigation and aspiration (I/a) handpiece for cortex removal, the handpiece did not aspirate. The scrub nurse replaced the I/a handpiece and tip and the aspiration did not work. The console indicated a vacuum sensing error message. The cortex removal and the procedure were completed manually. No patient harm reported.